Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on lack of patient historical information, demographics as well as cause and etiology of patient¿s fever requiring hospitalization and presence of fibrin in pd catheter as well as the patient¿s expiration. Any temporal or casual association between any fresenius products/liberty cycler and the adverse events of hospitalization for fever of unknown etiology and subsequent the patient¿s expiration cannot be determined. Additional information was solicited but was unavailable. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient was reported to be in the hospital. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was hospitalized due to fever of unknown original or etiology on (B)(6) 2017. Further follow up with the patient¿s peritoneal dialysis nurse on (B)(6) 2017 revealed the patient was still hospitalized but the event may be related to other patient comorbidities. Subsequently, patient¿s health declined and they expired on (B)(6) 2017. Additional information was solicited but was unavailable.